Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement camera articulation mech adapter (B)(4) 2014. Medtronic investigation of returned suspect camera mounting plate finds that the screw that attached the mounting plate to the camera had been broken. Physical damage - pieces broken - directly caused event.

Event description:
A medtronic representative reported a stealth inav portable system that has a damaged camera mounting plate. The representative rotated the camera around on the camera tripod and the mounting plate that connected to the camera was sheared off. There was no patient present when this issue was identified.

Manufacturer narrative:
Mfg date now provided. Day of the month is approximated as only the month and year were available.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.